Event description:
It was reported that stent damage occurred. The patient presented with angina pectoris. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified coronary artery. Following pre-dilatation, a 3.50 x 24mm synergy xd drug eluting stent was advanced for treatment. During introduction, a mild resistance was encountered and a part of the stent strut was lifted. The device was removed and the procedure was completed with another of same device. No patient complications nor injuries were reported.